Event description:
It was reported that during the implant procedure, the introducer would not allow a 4076 to pass through. Doctor did not want to use another 7 french from same lot number or a 9 french. The lead was not implanted. No patient complications have been reported as a result of this event. Introducer would not allow a 4076 lead to pass through. Doctor did not want to use another 7-french from same lot number or a 9 french. Implant changed from a dual chamber device to a single chamber as unable to pass atrial lead. (B) (6)-2010 it was reported that during the implant procedure, the introducer would not allow a 4076 to pass through. Doctor did not want to use another 7 french from same lot number or a 9 french. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Full lead returned. Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism. The lead passes through our full length 7 fr introducer. The returned segment of introducer does not. No identifying features are visible on returned introducer.